Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net it was observed that multiple episodes of auto mode switching due to atrial lead noise were observed. The patient was brought into clinic with no complains. The noise could not be reproduced with further testing. Programming changes to sensitivity were made. The patient was to continue being monitored. The patient was stable.

Manufacturer narrative:
Correction: section h6 - oversensing should have been selected.